Event description:
Turned on heating pad and placed on side and fell asleep. Heating pad did not shut-off at the two hour mark as advertised. Sustained third degree burn on right hip and second degree burn on top of the third degree burn. Purchase date: 04/01/2017. (B)(4).